Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual devices used in this incident, it was determined that devices were slow. A technical support specialist (tss) dialed into the devices and did not find any slowness. The tss asked the customer to check if the issue still existed, and the customer confirmed that there were no issues. The tss confirmed that a reboot performed on the stations have resolved the problem and showed the customer how to use the maintenance menu to reboot the stations if the issue occurred again. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station 4000, devices across the unit had been operating very slowly. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.